Event description:
Surgeon called for a vacuum to assist with traction upon the fetal head for delivery of the fetal head through the hysterotomy in a c/s. When the device was opened the surgeon tried to apply the cup to the fetal head and while doing so, the pump handle became disengaged and the spring was exposed. Defective vacuum removed from sterile field and another vacuum open and applied to fetal head for delivery.